Event description:
The clinician reports the implant was inserted (B)(6) 2015 in fdi 13. On (B)(6)2019, loss of osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility and swelling. No further patient complications were reported.